Event description:
Additional information was received from the patient representative (rep) restating previous information. The patient was experiencing strong shocks every 5 minutes at a high output which caused the patient's stomach to hurt and spasm, nearly causing them to vomit, and they also had extreme cramping that caused them to urinate. Agent offered to assist in turning stimulation off caller said the patient's spouse was luckily able to figure out how to work their equipment and turn stimulation off, but they are not in town all the time to help with this issue. Caller explained the patient went to see their hcp yesterday about the issue, and was told from a surgical aspect all the implanted equipment appeared to be fine - it was the programming that was the problem. Manufacturer representative (rep) clarified they have been in direct communication most of the day with the patient regarding the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports he's calling for his daughter. Caller states none of the programs are similar to the trial and is now causing severe bladder pain and is not working right. Caller states there is a major flaw in the system and saturday night had a bad lightening/thunder storm and the device went to full blast and was not able to be turned off so for 40 minutes couldn't do anything or shut it off. Caller states nothing could be controlled. Agent reviewed to leave off until the device can be checked. Agent directed to hcp. Caller states she has an upcoming appt. Caller was not with the patient. Caller states the manufacturer representative (rep) said to call doctor and the doctor said to call rep. Agent attempted to clarify date of when they spoke to rep and this was not provided. Caller became upset as the patient is upset and she needs relief. Caller states the patient wants the device removed as its causing pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient mentioned they are getting shocked when the handset/communicator disconnects and they can't get it to reconnect. Patient said they sporadically start giving them extra shocks like hard zaps, but they don't get that any other time unless it's disconnected. Patient mentioned the zapping was every 5 minutes and they would vomit. Patient mentioned they had to turn their therapy off because it was zapping them and it was sapping them so much they were being sick. Agent asked and patient mentioned they had reprograming done last friday. Patient mentioned they were told to use group a for a week then switch but they weren't getting any relief. Agent instructed patient to connect to their therapy settings and patient confirmed they were on group a with dtm programming. Agent reviewed with patient if they weren't getting any relief in group a, then switch to group b to monitor and if they weren't getting in relief then switch to group c. Agent reviewed with patient if they weren't getting any relief in any of their groups to follow up with their healthcare provider. The patient was redirected to their he althcare provider to further address the issue.